Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The doctor reported that he was removing the catheter and when he was removing it, he explained that it stretched and then snapped. When the catheter was removed, it had a jagged edge and the distal end was missing. The doctor said he would contact codman with more details.